Event description:
It was reported to boston scientific corporation that a spyglass direct visualization probe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during the procedure the probe snapped in two pieces. The physician decided that enough of the procedure had been successfully completed and the procedure was considered completed. There were no patient complications reported and the patient's condition has been described as fine.

Manufacturer narrative:
A visual examination found that the device returned with the probe kinked/broken into two pieces. Functionally, no optical testing could be performed due to the return condition. The condition of the returned incident device was consistent with the complaint that the probe broke in half. This damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyglass direct visualization probe was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011.according to the complainant, during the procedure the probe snapped in two pieces. The physician decided that enough of the procedure had been sucessfully completed and the procedure was considered completed. There were no patient complications reported and the patient's condition has been described as fine.